Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the implant procedure of this right atrial (ra) lead, out of range pacing impedance measurements were observed greater than 4000 ohms when lead was connected to the device. Noise was also observed. The lead was removed and another lead was succesfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was returned. Analysis of the returned product is currently ongoing. This report will be updated upon completion.